Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device powered off during inspection. After replacing the usb download cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the customer's device powered off during inspection. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.